Event description:
It was reported the bronchovideoscope's plastic distal end cover was found burnt during the inspection by a third party distributor.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned to a third party distributor and the reported issue was identified during their inspection. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the third party investigation, it is likely that high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. A definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.